Event description:
Customer stated "no power output". Repair tech stated " confirmed - replaced l1 and t6 r6 & r - updated adjusted r77" ro (B)(4). No response from customer after 3 email attempts for further details 1216677-2021-00131 leep precision generator lp-20-120. (B)(4).

Manufacturer narrative:
Investgation x-inspect returned samples . Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 07/29/2021 under wo (B)(4) and shipped on 10/06/2020. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed physical damage. An internal component on l1 was loose inside and a dent was noted on the top chassis. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the component on l1 is large, heavy , and rattling loosely inside when the unit arrived. The root cause for this compliant condition is being attributed to impact damage. The displacement of this component will result in no output. Correction and/or corrective action the unit was repaired, adjusted, tested to specifications and returned to the customer. The resistors r9 & r14 were replaced due to a recent correction not related to the complaint on this unit. No further corrective action is necessary. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer stated "no power output". Repair tech stated " confirmed - replaced l1 and t6 r6 & r - updated adjusted r77". (B)(4). No response from customer after 3 email attempts for further details. Leep precision generator lp-20-120. E-complaint- (B)(4).